Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution. Based on the information provided, the product tank (referenced as the internal cylinder by the patient) experienced an over-pressurization event. The patient advised that she has disposed of the concentrator, so it not available for evaluation. This failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<(B)(4)%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
The patient reported that her irc5po2v concentrator made a large noise, and she found that the back of the unit had come off and the internal cylinder broke apart, with pieces strewn all over the floor. She advised that no injury or property damage occurred.